Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. It should be noted that the prostyle instructions for use (IFU) states: for access sites in the common femoral artery using 5f to 21f sheaths. For arterial sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, it is unknown if the IFU deviation contributed to the reported needle to cuff miss. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. It is unknown if the instruction for use deviation contributed to the reported event. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 1494: indication for use.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using the pre-close technique via a 4fr sheath hole prior to an interventional premature ventricular contractions (pvc) ablation procedure. Reportedly, a cuff miss [suture retrieval issue] occurred. The sheath was upsized to a 7fr sheath and the interventional pvc ablation procedure was completed. The pre-close technique was abandoned and manual compression was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.